Event description:
It was reported that a user experienced repeated dexcom g7 connectivity interruptions described as the sensor going offline throughout the day, followed by a ¿brief sensor issue, wait up to 3 hours¿ message; support recommended replacing the g7 sensor and contacting the cgm manufacturer for a replacement. Symptoms included no reported clinical effects or alerts from the ilet system. Outcomes included no reported impact on health or care and no hospitalization. Investigation included user education and basic troubleshooting. Investigation of this case revealed a cgm signal loss with the responsible device not identified and no ilet pump malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive given insufficient evidence to attribute the issue to the ilet system.